Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date of event. Evaluation summary: the plunger was returned for analysis. Returned analysis indicated a needle to cuff miss occurred. The investigation determined the needle to cuff miss appears to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A proglide device plunger was returned without providing any further details. Evaluation of the returned device revealed the link and both cuff were attached. The condition of the returned plunger also suggests a suture retrieval issue occurred as the posterior needle was not engaged with the posterior cuff and the returned posterior cuff was undisturbed (no indication of engagement/ interaction with the posterior needle). A device in this condition could not have achieved hemostasis. No additional information was provided.